Event description:
Caller reported a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. The caller was able to reload the original cartridge and resume insulin therapy without further issues, resolving the matter.